Manufacturer narrative:
It was reported that a patient that was on a ventilator lost their tidal volume and their oxygen saturation dropped. The reporter stated that the patient had to be manually bagged while back up was called to short self-test (sst) the ventilator and make sure there was not an issue with the ventilator. The doctor reportedly used the glide scope to check the placement of the tube and cuff. The ventilator passed the sst so the suction catheter was removed and the problem was resolved. After changing out the suction catheter the patient returned to getting their full tidal volume. No additional information is available. There is no sample available to return to the manufacturer for evaluation.

Event description:
It was reported that a patient that was on a ventilator lost their tidal volume and their oxygen saturation dropped requiring the suction catheter to be replaced to resolve the issue.